Event description:
Per the clinic, the patient experienced a loss of osseointegration while attempting to remove the processor. It is unknown whether there are plans to reimplant the patient with another device. Additional information has been requested, but has not been made available as of the date of this report, august 5, 2010.

Event description:
The patient was admitted to the hospital due to severe pain at the pulse generator site for several weeks. The pulse generator was explanted due to premature battery depletion. During the procedure, the physician attempted to remove five previously implanted leads. Even with a sternotomy incision, four of the leads could not be removed due to calcification matting. A new pacing system was implanted in the patient's abdomen.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. Device evaluation anticipated, but not yet begun.